Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient underwent right knee examination video arthroscopy 50% medial menisectomy, 50% lateral me nisectomy, chondroplasty of the medial femoral condyle separate compartment chondroplasty of the patella and synovectomy and open excision of bakers cyst. On (B)(6) 2010 patient underwent procedure of ¿bilateral laminectomy and decompression of l3-l5 with medial facetectomies and foraminotomies at each level; including extended foraminotomies at l5-s1 and microdissection of the lumbosacral nerve roots, inner body fusion l4-5 utilizing autograph harvested from the same incision and inner body cage, posterior lateral fusion utilizing encompass pedicle screw at l3-5 and s1 bilaterally. On (B)(6) 2012 patient presents with complaints of squeaking hardware along with pain per medical records testing indicates his fusion from l3-s1 the presence of interbody device at l4-5 which appears to be well incorporated and fused. His central canal is patent throughout his decompression. He has residual biforaminal stenosis at l5-s1 and there is clear evidence of lucency of the left s1 pedicle screw with windshield wiper effect through the sacrum. On (B)(6) 2012 patient presented for fluoroscopy and lumbar spine 2 views which indicated lumbar fusion. Per medical records patient underwent anterior lumbar retroperitoneal approach to the l5-s1 for discectomy and arthrodesis, placement of peek interbody cage packed with infuse graft into l5-s1 interspace, use of infuse bone graft as autograft substitute, posterior approach lumbar spine for complete removal and replacement of pedicle screw and rod construct l5-s1, posterolateral arthrodesis from l5-s1, and usage of corticocancellous allograft bone as autograft substitute. On (B)(6) 2012, (B)(6) 2013 patient presents for post-op visit with complaints of occasional left hip pain and some complaints of constipation. Per medical records review of testing indicates satisfactory screw/ rod construct from l3-s1 bilaterally and adequate graft placement at l4-5 and l5-s1.